Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which observed a damaged area in the primary packaging in the photograph. Meanwhile, 10 retained samples were visually inspection and no defect were observed. The reported condition was verified in the photo sample only. The cause of the damage was determined to be related to improper handling during the shipping or distribution process. Upon further review, it was determined the packaging for this product is sterile fluid path packaging and therefore, the reported condition is not likely to cause or contribute to a death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the sterile packaging of a exaset solution set. The damaged packaging was identified during the receipt of the product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.